Event description:
The customer contacted philips healthcare to report that the leads ECG cable failed the operational check.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.